Event description:
It was reported that the procedure was to treat a mildly calcified mid left anterior descending artery. A 2.5 x 12 mm mini vision stent delivery system (sds) was being advanced through a guiding catheter along with an non-abbott balloon catheter when the devices got stuck together while still inside the guiding catheter. The sds and balloon catheter were removed together. The sds was going to be advanced again; however, it was noted that there were flared stent struts so it was not used. A new mini vision was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported flared stent struts could not be confirmed. Balloon material damage (shredding) and distal tip damage were also noted. The reported difficult to position and difficult to remove could not be replicated in a testing environment as they were based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficult to position, difficult to remove or flared stent struts reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.